Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any systemic issues. (B)(4) was received on december 20, 2012 for a mcp kit that was used at the (B)(6) hospital with a leaking adapter joint just below the priming reservoir bag. The nonconformity report did not specify the kit part number or lot ID and stated that this information was unavailable. The report also stated that the kit was discarded, resulting in a situation where it could not be re-tested to confirm the leak. A review of the inventory transaction listings revealed that the only kits shipped to the (B)(6) hospital had the part number of 701052976 with a lot ID of 13292. A review of the device history record for kit part number 701052976 revealed that the leaking joint below the priming reservoir bag had been previously reported on nonconformity report (B)(4), dated 10/24/2011. The action plan executed in response to this report included the evaluation of the remaining in-house inventory from lot 13292 ((B)(4) kits) and (B)(4) of the in-house inventory from lot 13374-05 ((B)(4) kits). The decision was made to focus the evaluation to the in-house inventory after receiving notification from field personnel that additional field inventory from lot 13292 had been used without encountering any leaking joint issues. At the time the action plan for nonconformity report (B)(4) was executed there was (B)(4) remaining kit from lot 13292 in field inventory and this kit was considered low risk for the possibility of a leaking joint. A total of (B)(4) in-house kits ((B)(4) from lot 13292, (B)(4) from lot 13374-05) were therefore evaluated as part of the action plan for nonconformity report (B)(4). The (B)(4) kits from lot 13374-05 were opened and evaluated with all joints being acceptable. The (B)(4) kits from lot 13292 were opened and evaluated with unacceptable joints found and reworked in (B)(4) of the (B)(4) kits. After being evaluated/reworked, all (B)(4) kits were returned to inventory with the new lot ID consisting of the suffix "r" appended to the original lot ID ((B)(4) kits with lot ID 13292r, (B)(4) kits with lot ID 13374-05r). The results of the action plan suggested that the leaking joints issue was isolated to lot 13292 due to the fact that (B)(4)% of lot 13374-05 was inspected and no defects were found. According to the inventory transaction listing, the kit with the leaking joint issue documented on nonconformity report (B)(4) could only be the (B)(4) remaining kit from lot 13292 since this was the (B)(4) shipped to the customer prior to receipt of nonconformity report (B)(4). As a precautionary measure to address the nonconformity report (B)(4), the balance of all non-reworked kits from lot 13374-05 were pulled from inventory and evaluated. All (B)(4) kits were pulled from inventory and inspected with all the joints being acceptable which supports the original investigation's conclusion that the failure mode was limited to an individual lot. The kits were returned to inventory with the new lot ID consisting of the suffix "r1" appended to the original lot ID ((B)(4) kits with lot ID 13374-05r1). Based on the results of the evaluation, the cause of the "leaking" joint is a function of the handling of the reservoir bag immediately following the creation of the joint. The results suggest that the joint was prematurely "stressed" prior to the cyclohexanone being adequately cured and can be isolated to an individual operator and are not a systemic issue. As a result, the manufacturing procedures related to this specific joint will be updated to include pictures identifying "acceptable" versus "unacceptable" joints and instructions will be provided regarding the handling of the joint immediately after its creation. Subsequent to the document update, all manufacturing personnel will be re-trained on the procedure. Additionally, the next lot will be 100% inspected by additional floor personnel to verify that the re-training has been effective and the issues are not recurring. (B)(4).

Event description:
During the territory manager's visit to tch on friday, (B)(6), the perfusionist shared an experience of a tubing separating at the joint designated in the attached picture. The ccp was in the process of passing the av loop to the sterile field. The contents of the vrb, blood prime, spilled out on the floor. The procedure was aborted and the circuit was discarded but this had nothing to do with the tubing separation event.